Manufacturer narrative:
On (B)(4) 2014, a customer technical specialist (cts) assisted the customer via telephone to isolate the leak at pinch valve vl46a which the customer was able to resolve by replacing the worn pinch tubing. Ran controls to verify, all within specification. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was a 5ml liquid leak at pinch valve vl46a. The leak was not contained. The operator was wearing a lab coat and gloves when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.